Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to close a long tunnel (11mm tunnel) patent foramen ovale. The physician gained access across defect without any complications. Wire was placed in the left upper pulmonary vein. During deployment the physician noted feeling resistance. Echocardiography showed the device was still in the long tunnel. The device was recaptured and repositioned. During the second deployment attempt the left disc formed completely. However, during deployment of the right disc, it prolapsed in a lao/cran position. The right disc was then recaptured, rotated posteriorly and redeployed. A third deployment attempt was performed by pulling the left disc back onto the septum showing adequate cupping followed by full deployment of the right disc. At this time, the right disc appeared flush with the septum and diameter was similar to left disc. The device was then locked and released. Subsequent evaluation with ice imaging identified a pericardial effusion measuring approximately 8 mm. The patient remained in normal sinus rhythm with blood pressure at 112/60 mmhg but became diaphoretic. A pericardiocentesis was performed, with approximately 400cc of fluid drained. The effusion decreased following drainage, protamine was given and patient was transferred to ccu in stable condition (alert and oriented). Follow up later the same day indicated the patient was doing well. Pericardial drains showed a total output of 50cc. Repeat echocardiography showed no recurrent effusion. Patient is planned for discharge the following day ((B)(6) 2026).

Manufacturer narrative:
The gore® cardioform septal occluder instructions for use includes but is not limited to the following potential device or procedure-related adverse events associated with the use of the occluder: pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.